Event description:
A malfunction alarm was reported, specifically malfunction 12. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue reappeared and understood the instructions given.